Event description:
Caller reported false positive troponin (tni) results for 4 patients. Results as follows: patient one: (B)(6) male who presented with syncopy. Original tube was repeated on (B)(6) 2011. Patient two: satellite site provided aliquot which was ordered as a tnt so customer suspects serum was submitted. Customer located an edta tube and spun it down and ran the plasma: tni result=0.12. Patient three: customer did not use the 0.08 tni value due to obtaining an internal qc error on myo. Customer immediately located another edta tube and spun it down and got tni <0.05, myo 129, ck-mb <1. Patient four: ((B)(6) 2011) patient's triage tni result was 0.21 ng/ml, was sent to the hospital and the analyzer result was 0.012. Patient's sample was thawed and re-tested on (B)(6) 2011 with a <0.05 result. Site's tni cut-off is greater than or equal too 0.05.

Manufacturer narrative:
Cal z. All data points below manufacturing cutoff. Cal h. All data points within manufacturing 2sd specifications with a percent recovery of 98. Patient results: sample (B)(6): -0.13 ng/ml on triage. A 0.44ng/ml on access2. Not enough sample was provided for hama testing. Difference between triage and access2 indicates a possible sample specific interference. Product support results were the same as customers reported value; a 0.13ng/ml is below the clinical cutoff of 0.4ng/ml as stated in the product insert. Samples (B)(6): all three samples, <0.05ng/ml on triage and 0.01ng/ml on access2. No high bias or unexpected results were observed with any sample. No product deficiency was established. (B)(4). Corrective action not required at this time.